Event description:
It was reported that thirteen (13) non-vented high-volume inlets had particulate matter in the inlet. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in january 2025. H11: thirteen (13) unopened samples were received for evaluation. Visual inspection was performed on all the samples and particulate matter was found either on outside of the tubing or white connector or outside of the spike or inside and outside of the sealed packaging. All the particles observed were not in fluid pathway. The reported condition was verified. The cause of the issue could not be determined; however, the cause was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.